Event description:
It was reported that the lead was fractured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. The lead exhibited normal electrical characteristics. No fracture or any other anomalies were observed.